Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced kinked tubing. The following information was provided by the initial reporter: I am a medical resident working on a stroke rehabilitation floor and we have experienced a problem when operating the alaris pumps. We tend to give low flow rates to our patients over long periods of time. Last week we were infusing normal saline at a rate of 75ml/hr over 24 hours and the occlusion alarm on the alaris pump kept going off. This was because the patient kept bending their arm while they were sleeping and kinking set and/or the IV cannula. This required myself or the nurses to pause the infusion, straighten the patients arm and unkink the tubing. However, after the first couple of times, the tubing remained kinked and required massaging along the length of the set to stop the occlusion alarm from sounding. There were so many pauses due to this occlusion alarm that the patient was not receiving the proper amount of fluid. This is not the first time that something like this has happened, in fact it is a common occurrence on our floor due to the low flow rates and long periods of time that the IV is in for.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed only a picture of the top web label. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced kinked tubing. The following information was provided by the initial reporter: I am a medical resident working on a stroke rehabilitation floor and we have experienced a problem when operating the alaris pumps. We tend to give low flow rates to our patients over long periods of time. Last week we were infusing normal saline at a rate of 75ml/hr over 24 hours and the occlusion alarm on the alaris pump kept going off. This was because the patient kept bending their arm while they were sleeping and kinking set and/or the IV cannula. This required myself or the nurses to pause the infusion, straighten the patients arm and unkink the tubing. However, after the first couple of times, the tubing remained kinked and required massaging along the length of the set to stop the occlusion alarm from sounding. There were so many pauses due to this occlusion alarm that the patient was not receiving the proper amount of fluid. This is not the first time that something like this has happened, in fact it is a common occurrence on our floor due to the low flow rates and long periods of time that the IV is in for.